Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) had a defective response button. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was defective. The cause for the non-functional response button is a defective switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response button switch. The last patient to use this monitor did not report any deficiencies.